Manufacturer narrative:
Investigation results: visual examination of the returned navigator access sheath revealed that the dilator and the sheath were both slightly bent in the middle. The sheath tip was deformed, and a material was protruding out of the sheath which was consistent with its inner coil. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while they were retrieving the kidney stones, a certain type of a coil was undone in the internal section of the navigator that was protruding out in the ureter. The navigator was pulled out and the procedure was completed with a navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while they were retrieving the kidney stones, a certain type of a coil was undone in the internal section of the navigator that was protruding out in the ureter. The navigator was pulled out and the procedure was completed with a navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.